Event description:
It was reported when trying to take the grasping retractor instrument off the trocar during a da vinci surgical procedure, that the jaws of the instrument were unable to close. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch down cable was broken at the distal clevis hub. Broken cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damage was found. The reported complaint of the jaws not opening does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.